Manufacturer narrative:
Catheter: model# 8709sc, lot# n120390003, implanted: (B)(6) 2007, explanted: unknown.

Event description:
It was reported there was an infection over the pump location. The pump was moved to the opposite side on (B)(6) 2011. Per reporter there was poor communication screen with ptm since having the pump moved. It was noted that it has worked once since the pump was moved. Additional information has been requested but was not available at the time of this report.